Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a cranial resection procedure. It was reported that while registering for a tumor resection case, the site was experiencing difficulties tracking the non-sterile passive planar probe. The field representative (rep) reported when tilting the probe greater than 45 degrees to the sides, the probe would flicker in and out. The site swapped spheres with no effect. The site removed and re-added the probe tool card with no effect. Patient present, 30 minute surgical delay. No known impact to patient outcome. Troubleshooting was performed after the case, the rep was able to replicate the issue. The issue only occurred with the non-sterile passive planar probe. While holding the probe at an angle and covering each sphere one at a time, the rep reported the geometry error of the instrument dropped from 0.41-0.47 millimeters (mm) to 0.2-0.3 mm when covering one of the middle three spheres. The rep reported one of the middle three instrument posts was slightly bent upwards and the other instrument post was bent slightly downwards. The rep also reported lots of scratch marks present on the probe.

Manufacturer narrative:
H3) no parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.